Manufacturer narrative:
Correction: impact code f23 added.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds and a perforation was confirmed. Subsequently, a pericardiocentesis procedure was performed and the lead was repositioned. At this time, the ra lead remains in service. No additional adverse effects were reported.

Event description:
It was reported that this right atria (ra) lead exhibited high pacing thresholds and a perforation was confirmed. Subsequently, a revision procedure occurred. At this time, the ra lead remains in service. No additional adverse effects were reported.